Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. There is no information reported on the current condition of the patient. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2006, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the programmer would not communicate with the ipg. The patient was scheduled for reprogramming on (B)(6) 2010. On (B)(6) 2010, it was reported that the patient had a stroke and was not available to receive reprogramming. There is no new information to receive reprogramming. There is no new information about the patient's condition and no information on whether or not the stroke was device-related.